Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01, implantable pulse generator (ipg), implanted: (B)(6) 2007, 5554, implantable pacing lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that there was an intermittent loss of ventricular capture. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.